Manufacturer narrative:
(B)(4). The insulin pump passed prime test, excessive no delivery test, self test and unexpected restart error test. Analysis was unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. The pump passed all operating currents tested within the spec range and passed off no power test. The pump was received with broken reservoir tube lip, missing reservoir tube lip o-ring and minor scratches on display window noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated the o-ring in the reservoir compartment was sticking out and sitting halfway in the reservoir. The customer¿s blood glucose level was 260 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.